Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (speaker hums) has been confirmed. Upon investigation the monitor displayed a service code 110. The cause for the service code was isolated to a shorted u1003 pld processor on the computer/analog board. The root cause for the shorted u1003 pld processor could not be positively identified. No adverse event resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported monitor was making loud noised and displaying a service code.